Event description:
A us distributor contacted zoll to report that the electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode (te), the ECG a, b and front te cable and the connector on the trunk cable were all cut off of the electrode belt. The cause of the test failure was the cut cables. The root cause of the cut cables was physical abuse. No adverse event resulted from the defective electrode belt.